Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had a full system revision. During the procedure to replace the patient's leads (related manufacturer reference number: 3006705815-2019-02085, & 3006705815-2019-02086), the ipg read high impedance. The ipg was then removed and replaced. All impedances were cleared and effective therapy was restored post operation.